Event description:
It was reported the rf (radio frequency) head inside only intermittently works. At times it fails to communicate with devices. The rf head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).